Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thyroidectomy, the clips were inconsistently forming. The device would fire, but not all the clips were formed accurately - some of the clips to not be tight enough on the vessel. There were also clips not loading properly in the jaws. The device was continued to be used throughout the case. There was no patient injury.